Event description:
A doctor's office alleged that three (3) patients had experienced a darkening of their teeth after permanent restorations were placed using the maxcem elite clear product. This is the second of three (3) reports.

Manufacturer narrative:
The patient had a permanent crown for tooth #4 placed on (B)(6) 2013 using the maxcem elite clear. The patient was having a routine visit with her orthodontist approximately five (5) months later and x-rays were taken. The orthodontist advised the patient that the tooth #4 was discolored. The doctor reported that the patient will be returning for a future appointment to replace the crown; however, no further patient information has been provided at this time. Multiple attempts were made to contact the complainant in order to obtain further information regarding the current health status of the patient; however, the complainant has remained unresponsive. An update will be provided if any new information becomes available. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.